Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, but still replaced the common compute controller (ccc). The system was tested and verified as ready for use. The ccc has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The ccc was visually inspected and no issues were found. The unit was installed and a message ¿console is not connected or powered on¿ was displayed. The blue fiber port connecting to the surgeon side console (ssc) was switched on the vision side console (vsc) side from the ff2 to ff3 port, and the message was no longer present. The fiber cable was switched back to the ff3 port and the message returned. An applied behavior analysis (aba) swap was performed on the ff3 internal fiber cable on the vsc where the issue was resolved. As a result of these findings, the root cause was determined to be the internal ff3 firefly fiber optic cable.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the customer was getting a message stating the robot was not connected or powered on. No errors were presented. The customer verified all carts had solid blue leds. Prior to calling, the customer restarted the system several times and cleaned/reseated the blue fiber cables. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through a hard power cycle on all carts, but the issue persisted. The customer elected to abort the procedure and proceed doing the procedure as a traditional laparoscopic procedure.